Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 243mm distal to the distal end of strain relief as well as multiple kinks located either side of the shaft break location. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-sep-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The eccentric, de novo target lesion with a significant bend between 45 and 90 degrees was located in the mildly tortuous left circumflex artery. After engaging a 6f guide catheter and placing a 0.014 guidewire, pre-dilatation was performed with a 1.5mm balloon catheter. A 38 x 2.75mm promus premier select drug-eluting stent was then advanced but failed to cross the lesion due to angulation and stenosis. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed hypotube detachment.